Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius hemodialysis (hd) patient reported via social media that they experienced weight fluctuations during treatment. It is unknown whether the patient was able to complete treatment on the same machine, and the patient experienced fluctuations in weight as a result of this incident.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: while a temporal relationship exists between hd treatment with the 2008k machine and the patient¿s symptoms of weight fluctuation; there is no allegation or documentation that indicates a fresenius product deficiency or malfunction was associated with the patient¿s adverse event. It cannot be determined what exactly caused the patients weight fluctuation after hd treatment. It is standard practice to routinely evaluate the patient¿s pre-dialysis weight and post-dialysis weight as well as intradialytic symptoms for determining whether the patients estimated dry weight is accurate.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was could not be performed as no serial number was provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.